Manufacturer narrative:
The device was received for evaluation. During functional testing, power off when key is inserted was not reproduced. The evaluator was able to load a slide clamp and tubing, and run the loaded set. The pump functioned as intended and no correction is required. A review of the event history log revealed two events of improper shutdown. An improper shutdown message occurs at power up after all power to the pump is lost. The history log cannot be used to determined the means by which power sources were disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had powered off when the key was inserted. There was no patient involvement. No additional information is available.